Event description:
It was reported by a non-medical professional that a patient underwent back surgery utilizing a multi axial screw approximately 3 years ago. Less than one year after the surgery, the screw broke, causing a second surgery. A revision surgery was performed approximately in 2004 to partially remove the broken multi axial screw, and insert a replacement.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.